Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose was within range (value no provided). Customer reverted to using an alternate method of insulin therapy. Pump system check was performed and pump was functioning as intended.